Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Enduser alleges that samaritan pad unit sam300p powers on without enduser intervention. No patient involved.